Event description:
It was reported that during the implant procedure, multiple extravascular (ev) lead tunneling attempts yielded low r-waves. Low pac ing impedance and t-wave oversensing (twos) were also noted. The operator assessed the ev lead ring 1 to can and ring 2 to can vectors with a metal instrument in the pocket and larger r-waves were noted. A saline path in lead insertion and valsalva maneuver was performed with no change to electrical measurements or obvious air noted. The ev lead was programmed ring 1 to can, and some undersensing of fine ventricular fibrillation (vf) was noted during defibrillation threshold testing; however, detection and shock were successful. The device was reprogrammed as a vf shock box. A post procedure check showed improvement in r-wave amplitude in other vectors with appropriate sensing, so it was suspected that air was the likely the issue during the procedure. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.